Event description:
It was reported that while the flight crew was connecting the ventilator to a pt, the ventilator was not producing any air flow with a low pressure alarm. No reported harm to the pt.